Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis is use error- poor aseptic technique. Ja batch review for the potentially associated lot numbers (h11a24096, h11b20035, h11c29018), which revealed no deviations during the manufacture process. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6). This is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of touch contamination, sick, diarrhea and peritonitis coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and extraneal viaflex therapies (doses, frequencies, and lot numbers not reported) intraperitoneally for peritoneal dialysis. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced touch contamination. On an unreported date, the patient became sick and did not go to the doctor. On an unreported date, the patient experienced very bad diarrhea. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized that same day. Treatment was not reported. The patient remained hospitalized and was recovering from the peritonitis. Outcome for the touch contamination, sick, and diarrhea was not reported. Dianeal and extraneal therapies were ongoing. The nurse stated the peritonitis was not related to dianeal or extraneal therapies and was due to the touch contamination. The nurse did not confirm or give causality for the events of sick and diarrhea reported by the consumer.